Event description:
It was reported the patient presented with a right ventricular lead that exhibited high capture thresholds. The lead was explanted and replaced. There were no patient consequences.

Event description:
Additional information received noted the patient presented in clinic for follow up where the issue was observed.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.